Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the pt, and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
This complaint is from a clinical study." The pt was a male. The target lesion was left internal carotid artery. There was moderate calcification and no vessel tortuosity, the rate of stenosis was 99%. Cas procedure was performed in 2009. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (4mm/6atm, brand unk) and post-dilatation (4mm/8atm, brand unk) were performed with a balloon catheter. Twenty three days after the cas procedure, the pt developed a stroke with symptom of language disorder and paralysis on the right side of the body (upper and lower lims). Cerebral infarct on the ipsilateral side was confirmed by MRI. Edaravone and ozagrel sodium were administered. The pt fully recovered almost one month after the event.